Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 9/20/2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: what color reload was used? Blue and white. Was buttressing material used? Unknown. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Unknown. Please provide a timeline of events? Unknown. How was the post-operative bleeding identified? Unknown. Was a transfusion required? Unknown. What is the current patient status? No patient consequence.

Event description:
It was reported that a doctor informed us about a post op bleeding on the staple line. Initial procedure: mini bypass. When inspecting the stomach they see a large hematoma left in the stomach. After cleaning they see fresh blood. Entro-entro: hematoma and oozing on staple raw. Left a drain with the entro-entro and douglas. 1100 cc residue. Gave also some tranexamine. They had to re-operate the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5c697. Investigation summary. The analysis found that one plee60a device was returned with no apparent damage and with seven reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.